Event description:
The left ventricular (lv) lead experienced dislodgement.

Manufacturer narrative:
Additional information was received from representative, in which it was reported that the left ventricular (lv) lead was explanted due to dislodgement. The lead was returned for analysis and laboratory analysis was unable to confirmed the reported field observation of dislodgment. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.